Event description:
Healthcare professional reported through an artia report stating "infection"(mssa). Healthcare professional reported through an artia report "breast pain" and "swelling". Patient was admitted to the hospital for IV antibiotics and washout. This record is for the right side. Device has been explanted.

Manufacturer narrative:
The event of bacterial infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bacterial infection.